Event description:
I was given a trial lens of coopervision avaira toric soft contacts (left eye only) from my optometrist. These produced hazy vision and a slight irritating sensation. This became such a problem that I removed them, but the hazy vision continued even after removal of the lenses. It was as if I were looking through an opaque film covering my eye, and it persisted for several hours after the lenses were removed. I washed my eyes out properly, and it still remained. It eventually went away, but I went back to my optometrist, who said that occasionally, single lenses aren't quite right, so he gave me a different trial lens. This lens seemed to work fine and fit well, so I ordered a year's supply of them. I change my lenses every month and follow proper care instructions. Since getting my lenses, several (but not all) of them have caused the same problem, leaving me temporarily unable to see properly out of the eye in question. So far, it has always cleared up after several hours, but I received a notice that my lenses had been recalled due to the same problems I have had, and I was advised to discontinue use. Dates of use: (B)(6) 2011. Reason for use: vision correction and astigmatism correction.